Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k150850. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to temperature; however, a conclusive root cause could not be determined.

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure, the cement took thirty (30) minutes to harden. There was no patient injury.